Manufacturer narrative:
Concomitant medical device: d224trk ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had early battery depletion. It was noted that the patient necessitated high left ventricular (lv) lead output. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.